Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise and caused pacing inhibition. The device was sensing myopotentials from diaphragm. Programming changes were made. The asymptomatic patient experienced no adverse effect and would continue to be monitored for any further non-sustained right ventricular oversensing episodes.